Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07410. It was reported that a perforation with subsequent pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The system was deep in the appendage. The closure device was deployed and partially recaptured 3 times. Imaging sweeps had been performed throughout to monitor for pericardial effusion and none were observed. On the next attempt the device landed too proximal to the ostium, therefore they planned to remove it and attempt another device. During the full recapture of the closure device, the patient's blood pressure dropped; the patient experienced pericardial effusion with tamponade. Pericardiocentesis was performed; however, the bleeding continued. The patient was transferred to the operating room where a small hole was repaired and the laa was ligated. After surgery the patient was reported to be doing well. The patient remained hospitalized and was discharged 8 days later.